Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the tip has broken off. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to (B)(4) at the plate junction and (B)(4) was changed at the tip via eco (B)(4). Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on (B)(4) 2011 and closed on (B)(4) 2013. The complaint sample was manufactured prior to the changes via eco (B)(4). No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4)

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip was broken.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.